Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient had a lead issue. The patient stated that their doctor had to do a "redo". The patient clarified saying that the wires/cables "got messed up" with their first device and needed to be revised. The patient stated that the wires had shifted. The patient also stated that they had put in the wrong battery, so they changed the battery when the leads were revised. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient really did not know what their weight was unless it was very recent, and then it was about (B)(6) pounds. No symptoms were reported and no further complications were reported/anticipated.